Manufacturer narrative:
Follow-up # 1 ¿ (09/21/2014). The patient¿s meter has been returned on 8/6/2014 and evaluated by lifescan product analysis on 9/13/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to a lab result. The reporter claimed obtaining blood glucose readings "22% higher" on the subject meter compared to a lab result, no exact values were given. The tests were performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.